Manufacturer narrative:
Note: date device returned to manufacturer (d9) is unknown. The investigation into the purge disc issue has been completed. The device was returned for evaluation. The failure mode could not be reproduced. Glucose buildup was found on the gasket of the stepper motor and on the purge insert tray which was cleaned immediately. The root cause of the inability to deair was most likely due to buildup of glucose on the purge stepper motor gasket. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) alarmed that the purge cassette was not recognized by the console. The console was replaced with no reported harm or injury to the patient.